Event description:
A distributor reported that a software error was detected as a malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump.